Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent and abdominal pain. On the same day as onset, the patient was treated with cefazolin (2 grams per day, intraperitoneally) and ceftazidime (2 grams per day, intraperitoneally) for the event. Two days after onset of antibiotic therapy, treatment with cefazolin and ceftazidime was discontinued and the patient was started on vancomycin (2 grams every three days, intraperitoneally) for peritonitis. Twelve days later, treatment with vancomycin was discontinued. It was not specified if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the peritonitis event. It was reported that the patient¿s pd catheter has since been removed and pd therapy was discontinued. Additional information was requested but is not available.